Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that they had issues with the battery cap. The customer was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.